Manufacturer narrative:
The device was manufactured from (B)(6) 2022 - (B)(6) 2022. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor had a ¿leakage of antiblastic fluid from the distal luer lock connection¿ prior to the start of the therapy. This occurred while the patient was in the hospital bed and described as the leakage went onto the patient and ¿operator bed¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.